Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 02/13/2017. Complaint for a pairing issue was confirmed. In addition, a permanent loss of connection was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.